Event description:
It was reported the physician successfully reached the target lesion in the posterior cerebral - basilar arteries (pc-ba), but was unable to deploy the stent due to friction. The physician felt "a kind of rupture within the delivery system" during his last attempt to release the stent. Upon withdrawal of the whole system, the stent deployed prematurely in the vertebral artery (va). The physician placed another stent to cover the target lesion. The procedure was completed. The patient was put on antiplatelet therapy: aspirin and clopidogrel. There were no reported clinical consequences to the patient, and the patient was reportedly fine.

Manufacturer narrative:
Additional information regarding the event was requested and the following was determined: the anatomy was not very tortuous. The system was visually inspected and no anomalies were noted. Continuous flush was maintained during the procedure. The rotating hemostasis valve (rhv) was adjusted during the procedure as per direction for use. No friction was felt during advancement, but it was impossible to bring the stabilizer to the stent when it was in the desired position.